Event description:
(B)(4). Constant lower back pain, nickel allergy, dry skin/skin irritation, insomnia, severe bloating/inflammation, iron deficiency, pmdd, dizziness, headaches/migraines, incontinence, breast pain, excessive bleeding during periods, cramping, sharp/stabbing pelvic pain.